Event description:
A report was received that physician believed that the patient's ipg was too superficial and bruised looking. The patient will undergo a revision procedure to move the position the ipg.

Event description:
A report was received that physician believed that the patient's ipg was too superficial and bruised looking. The patient will undergo a revision procedure to move the position the ipg.

Manufacturer narrative:
Additional information was received that the patient was having pocket discomfort. It was also reported that there will be no further course of action at this time regarding the revision due to non-device related health issues.